Event description:
While using a byte night aligner, the patient was evaluated and found that his occlusion has been affected by the aligner treatment. Doctor advises that patient should cease treatment; and the patient will require comprehensive orthodontic treatment with direct supervision.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.